Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 500-over 600 mg/dl and insulin injections were administered to address the bg level. The customer thought that an immunization injection for pneumonia may have contributed to the high bg. The customer went to the emergency room (ER). The ketone level was considered as being dangerous by a healthcare provider. The customer was treated with an intravenous insulin and saline drip. After 3.5 hours, the customer left the emergency room (ER) in stable condition with a bg of 297 mg/dl.